Event description:
It has been reported that one bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that blood leaked from the extension tubing. It was clarified that this was due to breakage in the tubing. Per phone call: it was indicated that "the leakage was caused by a visible breakage in the tubing." Per complaint form: the nurse was inserting the peripheral catheter upon successful insertion she noticed blood leaking from the extension tubing.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that blood leaked from the extension tubing. It was clarified that this was due to breakage in the tubing. Per phone call: it was indicated that "the leakage was caused by a visible breakage in the tubing." Per complaint form: the nurse was inserting the peripheral catheter upon successful insertion she noticed blood leaking from the extension tubing.